Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to pocket inflammation and infection. There were no additional adverse patient effects reported. This s-ICD was explanted.

Manufacturer narrative:
This supplemental is being filed to update h6: additional codes, necrosis and medication required.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to pocket inflammation and infection. There were no additional adverse patient effects reported. This s-ICD was explanted. Additional information indicated that the patient had compression necrosis at the pocket part. And was treated with antibiotics before new implant.